Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. The user guide states ¿humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.¿

Event description:
It was reported the customer did not observe drops of insulin from the patient tubing during a mock bolus delivery. The customer's blood glucose ranged 200-300 mg/dl. Reportedly, customer was using off label insulin in the cartridges. Tandem technical support (cts) reminded the customer to use labeled insulin. Cts also performed troubleshooting with the customer and found the pump to be functioning as intended. The customer continued to use the pump for insulin therapy.